Event description:
Inflammatory polyarthritis/diffusion of the inflammatory articular phenomena: opposite knee, the two ankles and both hands [inflammatory polyarthritis]. Inflammation of the opposite hand [inflammation localized]. Joint inflammation/articular inflammation of the treated knee [joint inflammation] . Evacuating puncture of the knee [knee effusion]. Case narrative: initial information received on 28-mar-2019 regarding an unsolicited valid serious case received from health authorities of france under reference (B)(4). From other health care professional. This case involves a male patient who experienced inflammatory polyarthritis/diffusion of the inflammatory articular phenomena: opposite knee, the two ankles and both hands(latency: 5 days), inflammation of the opposite hand (latency: unknown), joint inflammation/articular inflammation of the infected knee (latency: 1 day) and evacuating puncture of the knee (latency: 3 days), with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2016, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at one dosage form once (indication, batch: unknown). On (B)(6) 2016, the day after the intra-articular injection, the patient experienced joint inflammation/articular inflammation of the treated knee (latency: 1 day). On (B)(6) 2016, the patient was seen again and an evacuating puncture of the knee (latency: 3 days) was done and a clear citrin liquid was taken out. The analysis was of the type lymphocyte, the culture was sterile. On (B)(6) 2016, 5 days later, the patient experienced diffusion of the inflammatory articular phenomena: opposite knee, the two ankles and both hands i.e. Inflammatory polyarthritis (latency: 5 days) was noticed. On an unknown date after injection, the patient experienced inflammation of the opposite hand (latency: unknown). A rheumatological assessment was in progress with specialized advice. No further information was available. Corrective treatment: not reported. Outcome: unknown for all events. Seriousness criterion: medically significant for inflammatory polyarthritis/diffusion of the inflammatory articular phenomena: opposite knee, the two ankles and both hands a product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one. Batch number: unknown; global (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 04-apr-2019. Global ptc number and its results were added. Text amended accordingly. Upon internal review on (B)(6) 2019 with clock start date of (B)(6) 2019, analysis of similar events was added to the case.

Event description:
Inflammatory polyarthritis/diffusion of the inflammatory articular phenomena: opposite knee, the two ankles and both hands [inflammatory polyarthritis], inflammation of the opposite hand [inflammation localized], joint inflammation/articular inflammation of the treated knee [joint inflammation], evacuating puncture of the knee [knee effusion]. Case narrative: initial information received on 28-mar-2019 regarding an unsolicited valid serious case received from health authorities of (B)(6) under reference (B)(4) from other health care professional. This case involves a male patient who experienced inflammatory polyarthritis/diffusion of the inflammatory articular phenomena: opposite knee, the two ankles and both hands(latency: 5 days), inflammation of the opposite hand (latency: unknown), joint inflammation/articular inflammation of the infected knee (latency: 1 day) and evacuating puncture of the knee (latency: 3 days), with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2016, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at one dosage form once (indication, batch: unknown). On (B)(6) 2016, the day after the intra-articular injection, the patient experienced joint inflammation/articular inflammation of the treated knee (latency: 1 day). On (B)(6) 2016, the patient was seen again and an evacuating puncture of the knee (latency: 3 days) was done and a clear citrin liquid was taken out. The analysis was of the type lymphocyte, the culture was sterile. On (B)(6) 2016, 5 days later, the patient experienced diffusion of the inflammatory articular phenomena: opposite knee, the two ankles and both hands i.e. Inflammatory polyarthritis (latency: 5 days) was noticed. On an unknown date after injection, the patient experienced inflammation of the opposite hand (latency: unknown). A rheumatological assessment was in progress with specialized advice. No further information was available. Corrective treatment: not reported. Outcome: unknown for all events. Seriousness criterion: medically significant for inflammatory polyarthritis/diffusion of the inflammatory articular phenomena: opposite knee, the two ankles and both hands a product technical complaint (ptc) was initiated on 04-apr-2019 for synvisc one. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 04-apr-2019. Global ptc number and its results were added. Text amended accordingly.